Event description:
It was reported that the user accidentally announced a meal before a supply change and did not eat, then later asked whether another meal announcement was needed. The agent advised waiting about an hour to ensure insulin from the prior announcement was out of the system before announcing and eating again, and the user confirmed, with no change in blood glucose attributed to the accidental meal announcement. The event was characterized as an improper or incorrect procedure related to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.